Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Additional information received for d6 explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 19-year-old male patient with a past medical history of renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, no distal flow was noted. An antegrade sheath was attempted, but unsuccessful. The patient was taken to the operating room (or) for a cutdown and insertion of a distal perfusion sheath. The patient was also placed on venous-arterial extracorporeal membrane oxygenation (va ECMO). The distal perfusion sheath was connected to the ECMO circuit along with a distal perfusion catheter in the left femoral artery (lfa) va ECMO cannulation site. Flow was confirmed distal to the impella. The post-procedure outcome is unknown. The impella functioned at p-4 at 2.9l/min as intended. Limb ischemia can be influenced by patient-specific factors such as peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, vasopressor support, and vascular access characteristics.